Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the surgeon noticed that the chip cover was damaged". Failure analysis found the primary failure of tip cover tears to be related to the customer reported complaint. The mcs tip cover accessory was found to have tearing at the mouth on the distal end. The tears were axially aligned and measured from 0.04¿ to 0.069¿ in length. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of tears/torn mcs tip cover accessory is attributed to a component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory had damage on an unspecified area with no evidence or claim of user mishandling /misuse. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no reported injury that resulted due to this event, recurrence of the same event could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off inside the patient and was later retrieved from an assistant port. The customer did not know what caused the item to come off of the instrument and fall inside the patient. There was no instrument collision or bent tips. The customer inspected the mcs tip cover accessory and noted that it was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information on 07-sept-2021. It was noted that it was incorrectly reported initially and that the mcs tip cover accessory did not fall inside the patient's body. The mcs instrument and mcs tip cover accessory were inspected prior to use. The mcs tip cover accessory was installed by using the installation tool and no electrolube, and appeared to be properly installed during the surgical procedure. The surgeon did not notice any issues with the functionality of the mcs instrument, and there were no reported collisions during the surgical procedure. The instrument wrist was straightened upon removal. The surgical staff noticed there was a tear at the tip of the mcs tip cover accessory. The procedure was completed by using a backup mcs tip cover accessory. Neither the mcs instrument not the mcs tip cover accessory are available for return to isi for evaluation. No photographic images or a video recording of the procedure were available for isi review.